Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for a long charge time was observed. It was also noted that the device had reached eri. Device replacement was recommended. No further information available.